Event description:
The customer indicated that an elevated architect ipth result of 118 pg/ml was generated. The sample was tested at another lab with a result of 62 pg/ml. There was no report of impact to patient management.

Manufacturer narrative:
No consequences or impact to patient. Incorrect or inadequate test result. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation the architect i1000sr analyzer was no longer determined to be the suspect medical device. All further information will be documented under MDR number 3002809144-2013-00163. Architect i1000sr is no longer being evaluated as suspect device.